Event description:
It was reported that the procedure was to treat the common femoral artery to the mid superficial femoral artery. While advancing the command 18 guide wire (gw) into the non-abbott grasping device, resistance was noted. After the gw was removed, the surface was noted to be non-smooth (suspected that the coating peeled). The gw was not used any further and a non-abbott gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to filing the initial reports the following information was provided: while advancing the command 18 guide wire (gw) into the non-abbott micro catheter, resistance was noted. After the gw was removed, the surface was noted to be non-smooth (suspected that the coating peeled). The gw was not used any further and a non-abbott gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling was confirmed. The reported difficulty to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, and polymer peeling appear to be related to case circumstances of the procedure. In this case, based on the reported information, the guide wire encountered resistance with the microcatheter resulting in the difficulty to advance. It is likely that the anatomical conditions restricted the clearance of the guide wire lumen of the microcatheter causing resistance while advancing over the guide wire, likely causing damage to the polymer. Further manipulation against resistance resulted in the polymer peeling. The polymer separation from the core and noted damages were likely due to manipulation and handling post procedure or during packing for return analysis as there were no reported of separations during the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h10 - mfg narrative updated.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling was confirmed. The reported difficulty to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, and polymer peeling appear to be related to case circumstances of the procedure. In this case, based on the reported information, the guide wire encountered resistance with the anatomy resulting in the difficulty to advance. A raptor grasping device was used to help the guide wire cross the lesion and likely causing the polymer coating to peel off from the proximal end. The polymer separation from the core and noted damages were likely due to manipulation and handling post procedure or during packing for return analysis as there were no reported separations during the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the common femoral artery to the mid superficial femoral artery. While advancing the command 18 guide wire (gw) into the non-abbott grasping device, resistance was noted. After the gw was removed, the surface was noted to be non-smooth (suspected that the coating peeled). The gw was not used any further and a non-abbott gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.